Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this left ventricular (lv) lead was suspected to have fractured as it was exhibiting high out of range pacing impedance measurements of greater than 2000 ohms. At this time no changes have been made and the lv lead remains implanted and in service. No adverse patient effects were reported.